Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tip of the screwdriver broke off while tightening the cable clamp during surgery. The tip was not discovered on the surgical floor. X-rays were taken to eliminate the possibility of tip being left in the patient and no tip was found in the patient. Broken tip was approximately 2x2mm in size.